Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted in an unknown endovascular procedure on an unknown date. It was reported during a follow up on an unknown date, a type iiib endoleak was observed. The event was treated with the implantation of a same diameter limb. As per the physician, cause of the event was patient's vessel morphology. It was reported that the patient's vessel had a large amount of calcification which might have caused rubbing against the graft. No additional clinical sequelae were reported and the patient is fine

Manufacturer narrative:
Product analysis conclusion; the reported endoleak was confirmed on the films provided. Lack of returned angiography images showing the endoleak, which may have included possible endoleak interrogation, did not permit a more comprehensive analysis of the endoleak source/cause. Pre-implant CT¿s were not available for review and a comprehensive assessment of the patient¿s anatomy or changes to aneurysm morphology could not be performed. The exact type or source of the endoleak could not be fully determined and angiograms (including endoleak interrogation) could have allowed for a more comprehensive determinations of the endoleak source/cause. Although a type iiia junctional endoleak due to insufficient component overlap could not be fully ruled out, there appeared to be adequate overlap. A type ib in the iliac limbs also appeared unlikely due to sufficient distal seal. The endoleak appeared most likely to be a type iiib fabric endoleak. Fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) abrading the bifurcate near the level of the flow divider are potential root cause(s). H:6 updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.